Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. No complaint received with return of device. Failure event observed during analysis. Final analysis found the returned device in backup vvi mode due to power off reset. The cause of the por was unknown. (B)(4).